Event description:
Reporter stated the patient experienced hyperglycemia, and her mother believes the insulin delivery of the infusion device is too low. Her blood glucose was 132-465 mg/dl on (B)(6) 2014, despite delivering boluses via the infusion device, programming a temporary basal rate increase, and changing the accessories. A w2 low battery warning was displayed at 10:00 p.m., and the infusion device would not turn on again after the battery was changed. The patient started a replacement infusion device on (B)(6) 2014, and her blood glucose returned to an "ok" level. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.